Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02184, 3005168196-2017-02186. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat a cavernous carotid aneurysm using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced and smart coil in the target vessel and attempted to detach it using the handle. It was reported that the pet lock on the pusher assembly was separated; however, while attempting to remove the coil pusher assembly, the physician noticed that the coil was not detached. At this time, the smart coil was already pulled out of the aneurysm and therefore, was re-advanced into the aneurysm without issue. The physician then pinned the smart coil pusher assembly then pulled the pull wire and manually detached and placed the smart coil in the aneurysm. It was also reported that the same issue occurred with another smart coil using the same handle; therefore, the smart coil was manually detached as well. The procedure was completed with a total seven smart coils and the same handle. There was no report of an adverse effect to the patient.